Manufacturer narrative:
A ge representative evaluated the system and tightened the handles, instructed customer on how to obtain better image quality, and aligned the collimator. System operates as intended. This MDR is related to ge healthcare complaint number.

Event description:
Customer reported poor image quality and that when the c is moved from side to side, it is making noise. No patient injury was reported.